Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the associated device's defib output was out of spec. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The associated device's were not returned to zoll the associated device's were not returned to zoll medical for evaluation. The event electrodes were returned and passed electrical testing, adhesive peel testing, and continuity testing and was found within specification and reflected excellent bonding capability. The device history log from the first device used during the event indicates that the device successfully charged, but then internally dumped the charge because it recognized only 3 ohms of impedance (short). A copy of the event file from the second associated defibrillator was returned and evaluated. The customer stated that the second device was able to discharge, but the energy output delivered was approximately 55 which typically happens when a short is detected. Follow-up communication with the customer confirmed that after the medics replaced the pads, they were able to deliver a high energy shock we were unable to determine the cause of the short. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the associated device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. The problem still persisted, so the clinician then changed the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when out investigation.